Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The pt's blood glucose level was unk. The customer stated that they will call back to trouble shoot the no delivery when they get home, obtain more reservoir sets and tube clamp. No further info was provided.